Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump shuts itself off when the battery was not low and battery cap area threading was stripped. Customer stated that the insulin pump had diminished battery life. The device will not be return for analysis.